Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was cracked and could no longer be read. Customer stated that the damage was due to falling on the insulin pump. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window and cracked display window.